Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the surgeon moved to another surgeon side console (ssc) due to a drifting issue on the ssc. There was no patient injury. Isi performed follow-up and obtained additional information: surgical ports were placed prior to the issue being identified. The procedure was completed robotically with the other ssc. It was confirmed that there was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer informed the fse that they had no further system issues after swapping to the other surgeon side console (ssc). The fse performed a system calibration on both sscs to resolve the reported problem. The system was tested and verified as ready for use.